Event description:
The following was reported: " three dpts cannot measure the blood pressure value."

Manufacturer narrative:
Complaint alleged that the dpts could not measure blood pressure value. This type of failure is non-reportable. However, the evaluation results for one of the three dpts reported revealed broken tubing. Therefore, this report is being submitted, as this failure can lead to patient injury. Product evaluation: customer report was not confirmed. Rec'd (1) incomplete double dpt kit. Both dpt's zeroed and sensed pressure. Electrical testing showed that both input impedances (2226 and 2327 ohms) and output impedances (298 and 300 ohms) were within specifications. No visible defect was found from cable connectors (mold cavity #3 and 22). However, pressure tubing was found completely broken from bonded connection with female connector that was attached to cvp dpt zero-stopcock. Broken tubing was not returned with the kit. (B) (4)